Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is failure to follow instructions. The event can be detected/prevented by following the instructions for use which state: ¿be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.